Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited watertight integrity of the tip cover was not maintained and the adhesive around the objective lens was peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the tip cover or the adhesive peeling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.